Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the pump was alarming with no display visible on the screen. Per reporter, the pump had been powered on, the loss of power alarm was acknowledged, and infusion was restarted. Reporter stated the screen then read running and reservoir volume empty in 40 hours and 3 minutes. Reporter stated that this was the second time the issue occurred, and review of the event log showed events only as "loss of power occurred while running". Reporter replaced the batteries and the issue was resolved. The total reservoir volume was 120.2 ml. No patient harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.